Manufacturer narrative:
The reported issue that a secondary infusion of potassium (10meq/50ml) infusing at 50ml/hr was found emptied 30 minutes later could not be confirmed: physical inspection of the device noted no damage or any anomalies. There was no recorded event log detail that clearly identified the incident. The infusion was started at 3:15 pm on (B)(6) 2019 at 50ml/hr, and the rate of the infusion was decreased to 30ml/hr. Approximately 20 minutes into the infusion, and ran to completion. No existing malfunctions found with the pump module and it infused within specification. The incident disposable set(s) were not returned for investigation. The total volume infused of the drug potassium chloride was recorded at 50ml. Rate accuracy testing found the device to be within specification. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that a secondary infusion of potassium (10meq/50ml) that was programmed to infuse at 50ml/hr. Thirty minutes into the infusion, the patient complained of burning in her arm; when the potassium bag was checked the bag was empty, and the primary line was infusing. There was no report of lasting harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided. Patient was an adult.

Event description:
The customer reported that a secondary infusion of potassium (10meq/50ml) that was programmed to infuse at 50ml/hr. Thirty minutes into the infusion, the patient complained of burning in her arm; when the potassium bag was checked the bag was empty, and the primary line was infusing. There was no report of lasting harm.